Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following inappropriate defibrillation therapy due to detection of svt. No programming changes were made and the patient was in stable condition.